Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -10.00 (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -10.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Excessive vault was noted, the lens was explanted and exchanged for a smaller length lens with a similar diopter on (B)(6) 2015. This resolved the problem.